Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 376mg/dl. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and self test and the tests passed. The customer called back and stated that before leaving the hospital, he was reconnected to the insulin pump again and his glucose level rose again. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.